Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
We rec'd a letter from the pt's attorney, ms. (B)(6), stating that the pt rec'd a semirgid rod system - omega in the area l4/5 at (B)(6), 2008. Furthermore he states that the pedicle screw, right, l5, broke two yrs later. Based on that damage is claimed.